Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of touch screen is not working. It has electrical damage. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And observed that blower and blower box with contamination and iu bezel with scratches . The customer complaint was reproduced. There were two errors has been identified. The device was scrapped.

Manufacturer narrative:
Box was h corrected and updated.